Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0875y, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a surging sensation. Patient has interstim for urgency/requency. Needed to void every 30 mn. There were no issues until she started a new factory job. The patient worked close to two different machines and during this time the patient had more intense stim. Also noted that patient programmer gets warm as well. Additional information received noted that no diagnostics were performed. No malfunctions were seen or cause of issue determined. Manufacturer's representative was called to speak with patient while patient was at check-up appointment at doctor's office. The patient was told to turn device off while at job, also patient was told to keep icon programmer in car while at job too. The patient was currently going to follow turning device off until able to find a new job.